Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and no delivery alarm during manual prime. The issue started on (B)(6) 2018. Blood glucose level at the time of the incident was over 400 mg/dl which was treated with insulin pump and oral medication. Customer also reported getting skin irritation from the adhesive of the infusion set. Customer had to seek medical assistance on (B)(6) 2018 to treat infection. Customer completed troubleshooting. The insulin pump will not be returned for analysis.